Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). According to information from the fse, the nozzles were interchanged between the air and o2 gas modules that the one mounted on the o2 gas module was mounted on the air gas module and vice versa. The preventive maintenance is carried out regularly every year. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module if the nozzle is not correctly seated in its place or broken, it may cause a leakage and most likely will lead to that the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. A system problem report (spr) has been created to investigate this matter further, no root cause can be established by this investigation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).